Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) evaluated the unit and did not find any traces of blood in the iabp. There were no alarms in the log files for the time period that this was reported ((B)(6) 2024 ~ 06:30). It appears that the pump was stopped before blood made it to the pump. Fse completed a full system check (calibration, functionality, and safety checks), all tests passed to factory specifications. No patient harm reported. Unit returned to the customer and released for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, upon entering the room, it was found that the cardiosave intra-aortic balloon pump (iabp) helium line had blood in it with no alarm. Additionally, it was reported that a routine assessment was completed about 30 minutes prior to the event and no issues were noted at that time. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) helium line had blood with no alarm. There was no harm reported.